Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution set appeared to have broken tubing. The event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the tubing was observed with a cut/slice/hole in the tubing. The reported condition was verified. The cause of the condition was due to an incorrect product placement within the blister cavity leading the sealing mold pressed against the clearlink y-site during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted for both potential lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.